Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The battery was using 453 percent of power. The device was explanted. No additional adverse patient effects were reported.